Manufacturer narrative:
On 10/3/2019, mentor became aware that it was erroneously omitted to report medical device removal code as no code available for the patient code in the previous report. Typo in event: pots and fibromyalaga were erroneously submitted in initial report. Correction should be 'pots' and 'fibromyalgia'. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast reconstruction revision surgery with two 450cc smooth round high profile memorygel breast implants experienced auto immune issues, lime disease, sensitivity to black mold, chronic fatigue, sepsis twice for utis, chronic muscular-skeletal issues, hashimotos, mast-cell syndrome, terrible fatigue, sinus infections, mono, knee drainage, fluid in the hip causing pain, pain, panic attacks, brain fog, heavy metal toxicity, nerve pain in arms, autonomic, motility issues, ibs, gastroparesis, hashimotos, mast-cell, rheumatoid arthritis and fibromyalgia post procedure. The following complications: lime disease, hashimotos, pots. Mast-cell, rheumatoid arthritis, chronic fatigue, fibromyalgia and gi issues have been confirmed by a physician according to patient, however all other complications have not been confirmed. As a result, patient has a planned explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-20828 for contralateral prosthesis report.